Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 2 devices were evaluated in the field and the issue was confirmed; 1 had a damaged/broken component and 1 had debris. The devices were repaired and returned. 2 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 2 devices were not evaluated as the customer canceled their request for service. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, where it was reported there was a cot drop event. 4 events had patient involvement, however there were no consequences or impacts to the patient. 2 events did not have patient involvement.